Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having a hematoma. A symptom of purple color over the area of scs was noted. It was also mentioned that the ipg was not keeping a charge and was not giving pain relief to the patient. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having a hematoma. A symptom of purple color over the area of scs was noted. It was also mentioned that the ipg was not keeping a charge and was not giving pain relief to the patient. The patient will undergo an scs explant procedure.